Event description:
Upon evaluation of the sample in the lab, it was confirmed for a broken occluder foot, which would lead to an internal leak due to an insufficient clamp/tubing function. No external tubing leak was observed during the evaluation.